Event description:
A healthcare provider (hcp) reported that the patient claimed that their system wasn¿t working anymore and that they needed it replaced. It was noted that the patient claimed to have spoken with a manufacturer representative who told them that all of their components needed to be replaced. No additional details about the issue were provided. It was noted that the issue started about a year prior to the date of this reported. The caller was redirected to be in contact with a manufacturer representative. No patient symptoms were reported. Indication for use is brachial plexus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.